Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip was damaged at 86,044 joules of use.the case was completed using a second surgical fiber.patient outcome: "fine"(B)(4).

Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus; the bevel section is melted; there is some white unknown substance noted inside the fiber cap tip. Based on the analysis, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.